Event description:
On (B)(6) 2009, had posterior repair with prolife mesh m. Since repair-pain occurs when active and non-active. Sexual relations has stopped due to pain. Being treated for urinary tract infection in which I've never had one before. I've stopped dating, due to the fact that sexual relations is too painful. This part of life is over at this point for me and the future. Dates of use: (B)(6) 2009 to present. Reason for use: symptomatic rectocele.